Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a left cystoscopic, ureteroscopic procedure on (B)(6) 2014. According to the complainant, during the procedure, the tip of the fiber detached inside the patient. The physician attempted to retrieve the tip of the fiber with a basket and grasper but was unsuccessful and the fiber tip was left inside the patient. The procedure was completed with another accumax laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned laser fiber revealed that there was no exposed glass tip remaining and the tip appeared used. The pattern on the tip face was consistent with a fracture indicating that the tip or a portion of the tip broke off. This is defined as a complaint that is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an accumax laser fiber was used during a left cystoscopic, ureteroscopic procedure on (B)(6), 2014. According to the complainant, during the procedure, the tip of the fiber detached inside the patient. The physician attempted to retrieve the tip of the fiber with a basket and grasper but was unsuccessful and the fiber tip was left inside the patient. The procedure was completed with another accumax laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.